Event description:
The patient experienced spasticity, ck elevation, mental disturbance, tachycardia, pruritis, and withdrawal. The pump was replaced. The spasticity was reduced and the therapy showed the expected impact following replacement. The pump contained lioresal 2,000 mcg/ml.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. (B) (4), ck elevation.